Manufacturer narrative:
Thrombus and occlusion are labeled in the IFU. MFR date: unknown as lot is unknown. Event is still under investigation.

Event description:
Per complaint form: the graft is still implanted and the patient has no adverse symptoms. However, after looking at the post-op work, the back wall of the suprarenal stent is not laying properly. There is a small pinch in the native aorta, and unfortunately the grafts sitting poorly in it causing the posterior side not to oppose. There is also thrombus inside of the graft that was not previously there. The radiologist wants a second opinion to see if additional stenting would be advantageous, or since the patient isn't experiencing any symptoms, if he should just leave it alone. We've sent the scans that were done right after implant, and done on (B)(6) 2012. You can see that the graft has migrated slightly and that the graft is more constrained at the suprarenal area. You can also see the thrombus forming inside the graft.